Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms, a bent backup battery pin, and a damaged connector hole was confirmed via log file analysis and evaluation of the heartmate 3 system controller (serial number (B)(6)) and heartmate 11 volt backup battery (serial number (B)(6)). Review of the log file revealed on 28oct2025, once the backup battery was installed, backup battery fault alarms activated due to backup battery circuit faults. The alarms resolved right before the system controller was powered down. The system controller was briefly powered back on 28oct2025. Backup battery fault alarms reactivated within 3 seconds of powering on and did not resolve until the backup battery was uninstalled. The driveline was not connected throughout the data, consistent with the reported information of the system controller not being put into patient use. Visual inspection revealed a bent pin 11 in the 11v backup battery, a detached and damaged backup battery ribbon cable white plastic guiding tab, damage to the outside edge of a backup battery ribbon cable pin hole, and dielectric grease within the affected pin hole. Of note, dielectric grease is applied to the ribbon cable connector per design and does not affect the ability to connect with the backup battery. An attempt was made to connect the backup battery to the system controller; however, a full connection could not be successfully made and a backup battery fault alarm activated upon connecting to power. In order to complete testing, the pin was bent back to the original position, and the backup battery was able to be seated within the system controller as intended. The system controller underwent preliminary and functional testing and passed all tests without issue. The system controller was connected to a mock circulatory loop for extended operation and operated as intended. The root cause for the backup battery fault alarms was determined to be due to the bent backup battery pin. The root cause for the bent battery pin and the damaged backup battery ribbon cable connector was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev d), section 5 - ¿surgical procedures¿, describes how to correctly install the backup battery in the system controller. The user is instructed to align the arrow on the cable with the arrow on the battery. The heartmate 3 IFU, section 2 ¿ ¿system operations¿, describes how to replace the backup battery in the system controller. The heartmate 3 patient handbook (rev a), section 5 - ¿alarms and troubleshooting¿, and heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a backup battery occurred on an out of box system controller immediately after the backup battery was installed and synced. The backup battery was removed and inspected. It was found that there was a bent pin in the backup battery and the hole that correlates with the pin appeared to be damaged or blocked. The system controller was not in patient use at the time of the event.